Event description:
It was reported by repair work order that the customer alleged that the side rail is not working on stretcher, because the latch spring became detached. No adverse consequence or clinically relevant delay in treatment was reported.